Event description:
I got mentor smooth silicone gel implants in (B)(6) 2011 and they have made me severely sick ever since. I am looking at getting them removed now but want the FDA to be aware of the many problems I have dealt with and how this has impacted my life. I have lost the quality of my life and struggle at work, home and life in general. I feel I've lost 9 yrs of my life and am looking forward to explanting to get back to me. Diarrhea, started immediately after implants. I never had an issue before. Started gaining weight for no reason, happened quickly as well and it is almost impossible for me to lose weight. Developed several food allergies, sibo, diarrhea, bloating etc. Cellulose etc. Cellulose allergy, it's in most medications and supplements. I have to have everything compounded and even high fibre food and vegetables bother me. Exercise induced asthma, low energy, everything feels overwhelming, always tired but so stressed and anxious I cannot sleep. Numbness, tingling and burning in my arms. Back pain on and off. Horrific heart burn, acid reflux, difficulty swallowing pills, they feel stuck in upper throat. Tumors on thyroid had a biopsy and they are non cancerous cirs chronic inflammatory response syndrome. 3 crowns in 9 yrs and tooth pain on and off. Epstein barr keeps surfacing. I get sore throats and swollen lymph glands, on and off body pain, joint pain. Edema, started a few years ago, extreme swelling on and off in my feet and ankles. Mast cell activation syndrome, I release too many histamines so, I am highly reactive to foods and anything aged. Marcons, almost like a staph infection that is in your sinuses. It becomes antibiotic resistant and releases toxins mold sickness, I have been dealing with this for almost 4 years, hyper sensitive. I lived in (B)(6) in a home with mold prior to implants and never had an issue. Sleep issues, anxiety, extreme itching and sensitivity to so many things, skin feels like it burns sometimes, acne, hormonal imbalance. Thyroid hypo, extreme dry eyes and mouth, I could drink a gallon of water and still have issues. Hoarseness and choking or coughing, blurred vision, bladder issues. I have bouts of extreme urination and I get really cold. I can go up to 10 times in an hour for no reason, even when feeling dehydrated, will usually last an hour or two then stop. Bacterial vaginosis, aerobic vaginitis, yeast problem for almost 2 years, brain fog and memory loss, cognitive issues. It is hard for me to type a sentence without typos. Have bouts of hair smelling really bad, mineral deficiencies, depression, lungs or throat burns, probably from mold issues in home and dealing with that breast constantly itching feel uncomfortable. An overall feeling of dying, sounds crazy but it's true. I tested positive to producing antibodies towards silicone, which means my body is fighting silicone, which would also mean silicone is getting into my system. I also see a function medicine dr that was able to diagnose many of my other issues. FDA safety report ID# (B)(4).